Event description:
It was reported that the user paired a freestyle libre 3+ sensor to the freestyle app on her phone and then sought to add the same sensor to the ilet bionic pancreas, but was informed that once a sensor is paired to one device it cannot be switched and that a new sensor would be required for pump connectivity; the user planned to enter blood glucose values manually until a fingerstick meter was available or the app began displaying values. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included troubleshooting and user education regarding sensor pairing limitations and workflow for manual entry. Investigation of this case revealed that the sensor was in use by another device, preventing connection to the ilet pump, which is consistent with expected device behavior and pairing architecture. It was concluded, based on previously established findings for similar reports, that the cause was user selection of sensor pairing to a non-pump device leading to use limitation without device malfunction.